Event description:
I had cardiac angiogram. No blockage found. The cardiologist used the starclosure device. I experienced heavy initial bleeding and required 6 hours in hospital recovery. Heavy bruising around the site. Size of dinner plate. The deep bruising is fading, but substantial pain in pubic bone won't go away. Now I have pain on palpitation in my central lower abdomen. Suspected hematoma. I was very careful and did not work for a week after procedure, and have been taking it easy since then. I feel this device needs to have a warning attached to its use.